Manufacturer narrative:
(B)(4). Date sent: 6/23/2021. Product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable.

Manufacturer narrative:
(B)(4). Date sent: 1/25/2022 . Investigation summary: the visual analysis found that the returned device had an exposed well ball paired with a washer through hole of the adjacent bead. The visible weld-ball and the corresponding washer through-hole diameters were scanned using computer tomography (CT). The measured washer through hole diameter was greater than the upper specification. The exposed weld ball diameter was found to meet the specifications. Review of the device dimensions at the failed junction showed a larger than specification washer through-hole diameter and a within specification weld ball. Material displacement was observed on the outer edge of the through-hole. It is presumed that geometric combination of the through-hole and weld ball led to the discontinuity of the device. The link length and tensile force were found to meet the applicable specifications. The remaining device characteristics, excepting the visible weld ball, show no anomalies for a device that has been reasonably changed as part of the explant procedure.

Manufacturer narrative:
(B)(4). Date sent: 6/7/2022. Additional information received: doi: on (B)(6) 2017. Lap hiatal hernia repair with mesh. 51 year old male. Preop testing with a significantly elevated demeester score and normal manometry. Doe: on (B)(6) 2021. Linx device found separated with wire broken and removed from capsule with all 16 beads accounted for. No signs of erosion or injury to esophagus or stomach. Recurrent gerds requiring prilosec while linx was implanted. New linx17 bead placed.

Manufacturer narrative:
(B)(4), date sent: 12/14/2021 d9

Manufacturer narrative:
(B)(4). Date sent: 12/14/2021.

Manufacturer narrative:
(B)(4). Date sent: 9/16/2021. Additional information received: spoke with dani at legacy health and they continue to preserve the device; however, they¿re awaiting information to release the device for analysis. Provided information in order to facilitate device return.

Manufacturer narrative:
(B)(4). Date sent: 12/3/2021. Additional information received: spoke with dani at facility and she will be sending the device later this week or early next week. She only recently received the needed paperwork from patient¿s counsel and they are a bit short staffed right now. Will provide update to patient¿s attorney.

Manufacturer narrative:
(B)(4). Date sent: 5/13/2021. Event date: unknown; captured as awareness date. The DHR for lot 12721 was reviewed. No defects, ncrs, or reworks related to the product complaint were found. Lot 12721 was an affected lot of the 2018 linx recall.

Event description:
It was reported that the patient became symptomatic again, came into office, imaging done. Device appears to be discontinuous. Waiting on imaging from institution. There is no date set for the explant.